Event description:
It was reported a revision surgery to replace cracked cup and remove the broken constrained liner.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided these complaints will be re-evaluated. Without the actual product involved and/ or product information, our investigation cannot proceed. If the device or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.